Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 55 mg/dl. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. No further complications were reported. The customer will continue to use the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.